Manufacturer narrative:
Investigation summary: a 388800 sample was not required for investigation of this feedback as the customer provided photographs of the affected sample; analysis of the photographs indicates that the internal diameter of the product had variation between different units. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the difference in the dimensions of the product was not related to a defective mould, and was instead a result of the incorrect component being mixed amongst the 388800 component. In this instance the customer's experience is likely to have occurred as a result of the incorrect segregation of the two components following the assembly process; the segregation process is a manual procedure and is likely to have occurred due to human error. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 388800 product in the past 12 months.

Event description:
It was reported that y-site versasafe tubing was defective. This occurred on 2000 occasions. The following information was provided by the initial reporter: during manufacturing process, manufacturing personal detected (B)(4) units of material 03-10-18-753 with dimensions out of tolerance (internal diameter).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y-site versasafe tubing was defective. This occurred on 2000 occasions. The following information was provided by the initial reporter: during manufactoring process, manufactoring personal detected two thousand (2,000.00) units of material 03-10-18-753 with dimensions out of tolerance (internal diameter).